Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side pain and suspected device rupture diagnosed by ultrasound and confirmed by MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: event of rupture and pain was received on (B)(6) 2023, with lot number#: 3044864. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. Pain: unable to observe, since it is not related to the device. No additional observations are performed.

Event description:
Patient reported, left side pain. And suspected device rupture. Diagnosed by ultrasound and confirmed by MRI. Device has been replaced.

Event description:
Patient reported left side pain and suspected device rupture diagnosed by ultrasound and confirmed by MRI. Device remains implanted.